Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 7288 implantable cardioverter defibrillator (ICD) (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead occasionally exhibited t-wave oversensing (twos) during threshold testing only. The lead remains in use and no patient complications have been reported as a result of this event.